Event description:
It was reported to philips that system did not start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system did not start up. Upon troubleshooting, the fse found software errors. To resolve the issue, the maintenance and installation department (mid) carried out the software reinstallation after assistance from the helpdesk, loaded the rsn (revision software number) and lod patch, and checked settings. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.